Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the patient had swelling and discomfort around the pump pocket site. The environmental, external or patient factors that may have led or contributed to the issue was recent replacement of the device. The diagnostics and troubleshooting performed was reported as lab work, etc. The interventions and actions taken to resolve the issue was the patient was scheduled for exploratory surgery to possibly remove the pump or move it to another location if it was not infected. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.